Manufacturer narrative:
UDI= (B)(4). Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite with capio slim device was used during a vaginal prolapse correction procedure on (B)(6) 2016. According to the complainant, during the implantation and inside the patient, the needle detached from "the top of the tabs of the uphold screen". The procedure was completed with another uphold (tm) lite with capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture is broken. The dart is missing and was not returned. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that an uphold (tm) lite with capio slim device was used during a vaginal prolapse correction procedure on (B)(6) 2016. According to the complainant, during the implantation and inside the patient, the needle detached from "the top of the tabs of the uphold screen". The procedure was completed with another uphold (tm) lite with capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.